Event description:
Information received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The technician found the ground pin was loose in the power cord plug. The technician replaced the plug to repair the bed.